Event description:
The customer reported that the battery would not stay connected in the unit.

Manufacturer narrative:
The customer reported that the battery would not stay connected in the unit. The unit was evaluated at phillips, and the failure was verified. Replacing the battey latch assembly resolved the failure.